Event description:
It was reported that the ilet pump with a black-and-white screen exhibited intermittent power behavior consistent with battery depletion, including a black screen despite indicating a full charge, random powering on, and failure to power after charging attempts, and the affected component was the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and care team. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.